Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 3 august 2020.

Manufacturer narrative:
This report is submitted on may 15, 2020.

Event description:
Per the clinic, the patient experienced no sound with the device reprogramming attempts were made but issue could not be resolved. An explant/re implant is planned but not yet been scheduled.